Event description:
As reported via the edwards clinical specialist, post deployment of the edwards sapien valve the puncture site was noted to be oozing blood and manual pressure was applied immediately. An angiogram of the left common iliac was performed showing a small perforation of the external iliac. A 10mm x 40mm foxcross was deployed occluding the site of perforation. A repeat angiogram was done showing continued perforation. The balloon was redeployed and inflated to occlude flow through the perforation. However, the extravasation continued through the perforation. A 9mm x 60mm atrium covered stent was delivered into the left common iliac from the contralateral side. Final angiograms were performed showing no extravasation of the external iliac. The patient was transferred to the ICU in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the patient's right femoral access vessel was measured to be between 8.0mm - 9.1mm with noted mild calcification and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that the borderline vessel size along with mild calcification and tortuosity of the vessel, which is not appreciable via imaging, contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions and conditions for the successful use of the device. No further actions are required.